Event description:
User facility reported that the product was difficult to remove from pt after 30 days use. As a result, the pt was transferred to ent surgery department and device was removed under general anesthesia. No permanent adverse effects to pt reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.